Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the kit in the or, the guide wire was found bent. As a result, a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a bent guide wire was confirmed. Returned was a guide wire. No other components were returned, I including the guide wire advancer. It was not reported whether or not the advancer and the straightening tube and cap were present when the kit was opened. The proximal end of the guide wire was bent into a "u" shape starting at the 30 cm marking. The od of the guide wire measured 0.798 mm, which met specification of 0.788 - 0.826 mm per the guide wire graphic. The length of the guide wire measured 60.1 cm, which was also consistent with the guide wire graphic. A manual tug test confirmed that both welds were intact. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.